Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant suggested programming options to optimize a more gradual heart rate response. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller was inquiring about adjusting the minute ventilation (mv) sensor to increase this patient's heart rate response. The patient was short of breath. No adverse patient effects were reported.